Manufacturer narrative:
Siemens filed MDR 1219913-2020-00427 initial report on 16-oct-2020 for discordant, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results obtained on the same patient. 02-dec-2020. Additional information: siemens has completed the investigation. The customer observed consistently elevated advia centaur xp high-sensitivity troponin I (tnih) results on one patient over a period of several months. The results on this patient were low / negative on two alternate troponin test methods. Quality control (qc) results were observed to be acceptable for each date of patient testing. In addition, there were no other samples from other patients affected which indicates a sample specific issue. The customer provided siemens with two aliquot samples for further investigation. One sample dated on (B)(6) 2020 and the other sample dated on (B)(6) 2020 were tested neat (undiluted). The tnih results were observed to be elevated. The samples were treated with heterophilic blocking tubes (hbt) and the results remained elevated. Serial dilutions (1:2, 1:5) with multi diluent 11 were performed on the two retuned samples. The tnih results were observed to drop to low/negative and below the 99th percentile of 47 pg/ml indicating a potential interfering substance. There is mention of myocarditis with the patient; myocarditis can be accompanied by ctni elevation differences in assay sensitivity compared to the alternate troponin test methods. The instruction for use (IFU) under the definition of a high-sensitivity assay section states the following: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The alternate test method (#1) is a troponin I assay, and the alternate test method (#2) is a troponin t assay. There is no claim for the advia centaur xp tnih assay to correlate with either of these methods. The differences in sample recovery can be attributed to different antibodies and binding sites used in assay architectures. Siemens reviewed the list of the patient's medication and there is no indication that they should interfere / cause the observed elevated advia centaur xp tnih results. A product performance issue was not observed. The customer is operational. Patient's medication history information: apixaban prescribed for treatment of pe in early 2020. On (B)(6) 2020, patient began refusing to take apixaban 2.5mg bd. On (B)(6) 2020: patient refused ferrous fumerate and apixaban, however accepting clozapine, lithium and clonazepam. On (B)(6) 2020: trop 3000 - clozapine induced myocarditis. On (B)(6) 2020: noxparin 120mg sc started as had refused apixaban 2.5mg bd since on (B)(6) 2020. On (B)(6) 2020: prn po clonazepam and im promethazine administered for agitation on (B)(6) 2020: olanzapine 10mg od started. Clozapine stopped. On (B)(6) 2020: olanzapine increased to 12.5mg od. Prn po clonazepam and im promethazine administered for agitation. Further doses of im promethazine over the next few days on (B)(6) 2020: regular morphine sulphate 10mg bd increased to 15mg om, 10mg on with 5mg prn max qds. Olanzapine increased to 15mg od. Clonazepam 1mg qds changed to diazepam 5mg qds. Im promethazine stopped; im olanzapine 5mg od prn prescribed. Im lorazepam 1-2mg q ds mx 4mg / 24 hours continued. On (B)(6) 2020: received buccal / im (unclear) midazolam while in-patient at (B)(6) hospital (srft). Olanzapine induced myocarditis. On (B)(6) 2020: po and im olanzapine stopped. Lithium continued. Regular oral diazepam 30mg daily continued. Prn po / im lorazepam continued. Po flupentixol 6mg bd and 2mg prn started. On (B)(6) 2020: questioned bile salt malabsorption causing diarrhea (previously diagnosed) loperamide 4mg qds prn prescribed. Procyclidine 5mg tds prescribed for epse's (stiff jaw) caused by flupentixol. On (B)(6) 2020: I/p srft lithium and promethazine stopped. On (B)(6) 2020: prescribed zopiclone for night sedation. Note states patient refused. On (B)(6) 2020: patient refused doses of lansoprazole / ferrous fumarate. On (B)(6) 2020: flupentixol 6mg tds. On (B)(6) 2020: colcichine 500 micrograms bd started. On (B)(6) 2020: noted the patient refused ferrous fumerate for some time so stopped. On (B)(6) 2020: ibuprofen 400mg tds started. On (B)(6) 2020: patient refused doses of colcichine and ibuprofen. On (B)(6) 2020: melatonin stopped as not helping with sleep. Po promethazine 50mg on prn started as sedative. On (B)(6) 2020: patient refused meds. On (B)(6) 2020: valproate 250mg od for 2/7 started increasing to 250mg bd after on (B)(6) 2020. On (B)(6) 2020: prescribed flucloxacillin- caused diarrhea. On (B)(6) 2020: valproate increased to 500mg bd. On (B)(6) 2020: apixaban restarted 2.5mg bd. On (B)(6) 2020: valproate increased to 750mg bd. Flupentixol dose decreased to 4mg om, 6mg om. On (B)(6) 2020: medroxy progesterone acetate 150mg im injection every on (B)(6). The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion codes were revised. MDR 1219913-2020-00418 supplemental report 1 through MDR 1219913-2020-00426 supplemental report 1 and MDR 1219913-2020-00428 supplemental report 1 through MDR 1219913-2020-00430 supplemental report 1 were filed for the same event on different dates for the same patient.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated atellica im high- sensitivity troponin I (tnih) results on a patient. Siemens is investigating. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2020-00418 through MDR 1219913-2020-00426 and MDR 1219913-2020-00428 through MDR 1219913-2020-00430 were filed for the same event on different dates for the same patient.

Event description:
Discordant, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results were obtained on the same patient and questioned by the physician(s). The elevated tnih results were considered discordant when compared to alternate troponin test methods. The customer did not issue a corrective result report(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, falsely elevated advia centaur xp high-sensitivity troponin I (tnih) results.